Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering the correct amount of insulin. Customer also mentioned that he emergency room due to bronchitis; customer was spitting up blood. Nothing further reported.